Event description:
It was reported the patient received an inappropriate shock from the right ventricular (rv) lead due to t-wave oversensing. It was noted that the oversensing was not reproducible in the clinic and that the patient had a surgery three weeks prior where the patient was on their stomach for seven hours. The rv lead remains in use. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.